Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced sodium measuring electrode and carbon bridge to resolve the issue. Beckman coulter internal identifier is (B)(4). Age or date of birth, sex, weight, and ethnicity: patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported erroneous high sodium patient results were generated on the unicel dxc 600 pro synchron system. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.